Manufacturer narrative:
This medwatch is for suspect device accu-chek inform system 1. (B)(4).

Event description:
Customer reportedly obtained the results of 56mg/dl on the accu-chek inform system 1 and 181mg/dl on accu-chek inform system 2 within 10 minutes. No action taken based on the results. No adverse event reported. New system sent to customer and return requested.